Event description:
Pt with history of recurring falls with fracture and orthopedic procedure fractured right femur a second time. Explanted hardware and fracture repair redone with one graft and new hardware. FDA safety report ID# (B)(4).